Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information d9. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the device did not reproduce the reported downstream occlusion!" Alarms. The device was tested for downstream occlusion detection, and passed. A review of the event history log (ehl) revealed multiple occurrences of "downstream occlusion!" Alarms. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide was out of specifications. The downstream tubing guide will be readjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.